Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient reported that the transmitter failed without noticing and stopped working. Her blood sugar was lot and was 18 mg/dl but the patient did not have any symptoms of hypoglycemia. The patient's daughter brought to the patient to the hospital and the patient was treated with IV and dextrose. At the time of the report, the patient was doing okay and was discharged from the hospital after 5 days. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.